Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. A ¿bubble¿ was not observed during analysis. The silicone medical adhesive used to backfill specific sections of the lead is part of the standard operating manufacturing process. (B)(4).

Event description:
It was reported that during the implant attempt, the physician thought there was an insulation "bubble" when the lead was handled. The lead was not used. No patient complications have been reported as a result of this event.